Manufacturer narrative:
Replacement poly inserts were requested for revision surgery. Revision is either due to laxity or limited range of motion. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Replacement poly inserts were requested for revision surgery. Revision is either due to laxity or limited range of motion.